Event description:
It was reported that while testing with the bd macro-vue¿ rpr card antigen suspension, discrepant results were obtained. The result was positive while confirmatory testing with a competitor's reagent produced a negative result. Positive result was reported out; there was no report of patient impact. The following information was provided by the initial reporter: customer in (B)(6) received a (1 : 32) titer for one of the patient samples while (B)(6) did the rpr test for this patient using competitor's reagents, and obtained a titer of (1 : 1); patient result was reported as (1 : 32);

Manufacturer narrative:
Exact date of event is unknown. Information provided: "this test was done in (B)(6) 2021" a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary satisfactory results when retention samples were tested for performance using three (3) sera panel numbers of each reactivity. Control lot (1335592) customer batch number (1123493) serum no. 11: all lots showed reactive results at 1:1 to 1:4 and reactive minimal at 1:8. Serum no; 16: all lots showed reactive results at 1:1 and reactive minimal at 1:2. Serum no; 17: all lots showed reactive results at 1:1 to 1:2 and reactive minimal at 1:4. Serum no¿s. 29, 32, 34 all lots showed reactive minimal results at 1:1 to 1:2. Serum no¿s. 3,7,10: all lots showed negative results. Complaint is unconfirmed based on retention samples and batch history record review. No returned goods received. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process cgg. H3 other text : see h10

Event description:
It was reported that while testing with the bd macro-vue¿ rpr card antigen suspension, discrepant results were obtained. The result was positive while confirmatory testing with a competitor's reagent produced a negative result. Positive result was reported out; there was no report of patient impact. The following information was provided by the initial reporter: customer in clinical labs of hawaii received a (1 : 32) titer for one of the patient samples while doh of hawaii did the rpr test for this patient using competitor's reagents, and obtained a titer of (1 : 1); patient result was reported as (1 : 32);